Event description:
Customer claimed that the meter wasn't working. Customer took the item back to (B)(6) and they didn't problem shoot. Customer checked the battery and reset the meter and it still wouldn't work.